Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer stated that the they would rewind the insulin pump and the motor error alarm would occur again. It was noted that earlier in the day customer attempted to bolus and the insulin pump alarmed no delivery followed by a motor error alarm. The customer¿s blood glucose level was 591 mg/dl at the time of the incident and the customer treated with water. Troubleshooting was performed and the drive support cap and all settings appeared to be normal and the customer was able to complete the rewind sequence on the insulin pump. The no delivery alarm was noted to be resolved by a complete set change. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.